Event description:
Reference number (B)(4). Event occurred in the united kingdom, it was reported that patient went to hospital. Blood glucose levels were reported to be 26 mmol/l at the time of event. Patient had symptoms of vomiting and ketones levels were 2.4 during the event. Patient was given intravenous drip in the hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.